Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the pump was empty for several months. No symptoms were reported. No further complications were reported.